Event description:
The catheter came apart after insertion into the pt.

Manufacturer narrative:
The sample is not available for analysis. We are unable to review the device history records as the lot number was not known. The customer has been contacted for add'l info. If add'l info is received, a supplemental report will be submitted. (B)(4).